Event description:
It was reported that on (B)(6) 2024, a 30-25mm amplatzer talisman pfo occluder was chosen for implant to close a patent foramen ovale (pfo) using a 9f amplatzer talisman delivery sheath. Transesophageal echocardiography (tee) was used during procedure. The patient had a fenestration that was not visualized on tee. The physician crossed the fenestration instead of the pfo. The first time the sheath came back to the right atrium, the left atrial disc was out. The left atrial disc was recaptured back into the loader. The physician had to recross the defect with the wire. The physician crossed the defect again, and the device was deployed very posteriorly to close the pfo. At this point, the fenestration was discovered. The device was recaptured into the loader, and the device was recrossed through the pfo. While trying to flush the device in the loader, there was thick blood noted, and the device was unable to be flushed. The patient's activated clotting time was 307 seconds. The device was replaced with a new 30-25mm amplatzer talisman pfo occluder, which was prepared and deployed. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of thrombus and difficulty flushing was reported. A returned device assessment could not be performed as the device was not returned for analysis. It was indicated that patient's act was 307s. And also indicated that the patient had a fenestration that was not visualized on tee before the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident may have been due to fenestration however, could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Thrombus is a possible outcome of the procedure per the amplatzer talisman pfo instructions for use.